Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (b)() 2014 with the following findings: the keypad cover was found to be torn off at the contrast button and the contrast button contact was missing. The up arrow, down arrow and ok buttons responded appropriately. The keypad was removed and evaluation revealed evidence of contamination under the up arrow and down arrow button contacts. Unrelated to the contamination issue, the contrast button was unresponsive, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there evidence of contamination under the up arrow and down arrow button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.